Manufacturer narrative:
Low bg - 3221, 67, 3323.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level due to the battery issue. It was indicated that the customer would continue to use the pump until the replacement was received. Additionally, that morning the customer reported experiencing a low blood glucose (bg) level of 63 (mg/dl) when they woke up. It was indicated that the customer did not eat much the day before. Customer stated this was believed to be the cause of the low bg level the next morning. The customer addressed low bg level by consuming juice. System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.